Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power was failed. A field service engineer (fse) investigated a report of the station powering down when drawer 1 was accessed. Unable to duplicate the issue, replaced the control printed circuit board (pcb) on drawer 1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, the unit shut down during a medication pull. The device displayed prompts instructing the user to close all doors and drawers, indicated hardware failures, and then powered off and rebooted. The customer stated that this malfunction occurred during the medication dispensing process. No delays in patient care, adverse events, or patient injuries were reported in connection with this incident.